Manufacturer narrative:
Section b3: date of event is estimated. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.